Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she has had this problem over and over again. Customer stated that she continuously receives no delivery alarms. Customer's blood glucose level was 402 mg/dl. Customer has not treated. It was explained that the customer may be having the no delivery alarm due to the site, set, or reservoir issues. Customer does rotate sites and avoids scar tissue. Customer stated that the tubing was not bent or kinked. Customer stated that she does not want to troubleshoot for recurring alarms. Insulin pump will need to be replaced. Customer will call back as soon as she receives another no delivery alarm with her new pump. No additional information provided.

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.